Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated they reattached the pads and were able to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and accessories were not returned for evaluation; only the clinical log was available for investigation. The log shows the device initially was in a pad lead fault condition, and later able to recognize a patient impedance and rhythm. The log suggests when the requirements are met, ECG is available. Based on the circumstances, it appears the user was able to resolve the fault condition as a result of the device user advisories. The reported ECG no signal condition was observed in the log and was recoverable. Analysis of reports of this type has not identified an increase in trend.